Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the observations made by the edwards clinical specialist present at the case. Available information suggests patient and procedural related factors likely contributed to the event. Patient related factors include a deep indent which could have been the culprit to the late slda of the pml. Procedural related factors include challenging images as stated. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where slda (single leaflet device attachment) of the first ace happened which was placed a1-p1 and near a deep indent and with challenging images. Both aml (anterior mitral leaflet) and pml (posterior mitral leaflet) were optimized, felt secure in leaflet capture, and the device stayed stable during anterior leaflet suture release. While releasing posterior suture, more pml mobility was noticed, higher v-wave, and worsening of mr (mitral regurgitation). Advanced bail out was offered of device capture without clasp control, but the doctor was not comfortable doing that maneuver. Some pml appeared to be in the clasp upon release, however an slda of the first device occurred upon maneuvering a second device to stabilize. Then a third device was implanted successfully, however moderate to severe mr was still coming through the first device. Sentiment was that the deep indent could have been the culprit to the late slda of the pml. The mr remained unchanged from baseline at moderate to severe.